Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2021. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot #. Were any concomitant procedures performed? Onset date/time of the pain from surgery? Please provide surgical findings of the reoperation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a midurethral sling procedure for urinary incontinence on an unknown date in 2013 and the mesh was implanted. It was reported that the patient had the device removed on (B)(6) 2021 due to pelvic pain and dyspareunia.